Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Based on the results of the investigation, the most probable cause of the protruded connecting tube was attributed to component failure, and the cause of the white foreign material in the air water cylinder and air water channel could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a protruded connecting tube, along with white foreign material in the air water cylinder and the air water channel. There was no patient involvement.